Event description:
It was reported the pt was successfully implanted and programmed with a permanent scs system. Two days following the procedure, the pt suffered a myocardial infarction (hereinafter referred to as "mi"). The physician indicated this is indirectly related to the scs system implant due to possible cord compression and cardiovascular hypo-perfusion. Follow-up identified, the surgeon revised the lead from the epidural space and placed it sub-dermal. Following the lead revision procedure, the pt suffered paralysis of his legs due to a hematoma. The physician believes the hematoma developed due to the anticoagulant therapy administered to aid the mi. The pt underwent surgical intervention to evacuate the hematoma. The surgeon did not explant any components of the scs system. The pt is being treated to resolve the symptoms and is responding to physical therapy.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.